Manufacturer narrative:
35 pen needles affected. Medwatch section c for the affected product is attached.

Event description:
Consumer stated, when he removes the pen needle after his injection, the outer cover separates from the pen needle instead of staying together. 35 pen needles affected lot: 3262745 catalog: 320749 date of event: unknown samples: yes cl.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.